Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that a type a dissection occurred after a kissing balloon technique was performed in the iva mid downstream with a stent and the voyager. The dissection was treated with a xience v drug eluting stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. Dissection, as listed in the rx voyager IFU, is a known adverse event associated with balloon dilatation and not necessarily an indication of a product quality issue. In this case, there was no report of any device malfunction at the time of the inflation of the balloon for the kissing balloon technique. A conclusive root cause for the dissection and the relationship, if any, to the devices, cannot be determined.